Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) apparently ruptured on calcium/plaque in the artery in the second stop. The device was pulled out from the patient as a whole without deployment and hemostasis was achieved by proceeding to a twenty minute manual compression. There was no reported patient injury. The user was in the certification process and this was the user¿s seventh case. The device was prepared according to the instructions for use (IFU). The intended procedure was an interventional peripheral procedure. The sheath used in conjunction with the mynx was a non-cordis device. The procedure used a retrograde approach. The puncture site was at the left common femoral artery (cfa) above the bifurcation. The vessel diameter was verified to be more than 5mm in diameter. This was confirmed by femoral angiography. It is noted that there was calcium/plaque at the site. The user inserted the device all the way up to the white marker, inflated the balloon and then proceeded to pull back the device. Following the balloon rupture and the device being taken out, it was also noted that the balloon was physically seen to be deflated outside of the body. There was no visible damage in the distal end of the sheath after removal. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The product was not returned for analysis as it was discarded by the site. The device history record (DHR) review of lot f1823506 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (ruptured at second stop and it was reported the site had calcium/plaque) and/or the condition of the sheath (although it was reported that there was no visible damage in the distal end of the sheath after removal) may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) apparently ruptured on calcium/plaque in the artery in the second stop. The device was pulled out from the patient as a whole without deployment and hemostasis was achieved by proceeding to a twenty minute manual compression. There was no reported patient injury. The user was in the certification process and this was the user¿s seventh case. The device was prepared according to the instructions for use (IFU). The intended procedure was an interventional peripheral procedure. The sheath used in conjunction with the mynx was a non-cordis device. The procedure used a retrograde approach. The puncture site was at the left common femoral artery (cfa) above the bifurcation. The vessel diameter was verified to be more than 5mm in diameter. This was confirmed by femoral angio. It is noted that there was calcium/plaque at the site. The user inserted the device all the way up to the white marker, inflated the balloon and then proceeded to pull back the device. Following the balloon rupture and the device being taken out, it was also noted that the balloon was physically seen to be deflated outside of the body. There was no visible damage in the distal end of the sheath after removal. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was discarded by the site.